Manufacturer narrative:
Continuation of d10: product ID 97740, serial# unknown. Product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on 2023-06-13 regarding an implantable neurostimulator. The reason for call was that they had lost their charger for a few weeks and they finally found the charger yesterday, but the charger wasn't working as they were getting the reposition antenna screen when trying to charge their implant. Pt confirmed that the recharger charged from the power supply properly. Patient services specialist asked the patient when the last time they successfully charged their implant was and patient stated that it was even longer ago that they last charged the implant, so it had been a couple months or so. Patient noted that they hadn't tried using their programmer to communicate with the implant since the implant was dead. Pss reviewed possible ins over-discharge with the pt. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep) on 2023-06-23. The rep reported that the patient had been contacted and advised to call a healthcare provider for a battery replacement as their system has been overdischarged 3 times.